Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and the tank fluid was confirmed to have been contaminated. The contamination was determined caused by user damage.

Event description:
It was reported the device's fluid tank had contaminated fluid. No patient was involved.